Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that a device interrogation on (B)(6) 2015 showed that the impedances were within normal range. Reprograming was able to be completed around the high impedances with no problem. The device was replaced due to end of battery life. The outcome was resolved without sequelae. Relevant medical history included: non-malignant pain

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
It was reported the patient had high impedances and undesirable change in stimulation with positional adjustments. The patient had very intense paresthesia to their back when they stand but if they decreased the stimulation they could not feel stimulation in their lower extremity. Both events were related to the device or therapy and not related to the implant procedure. No action was taken and the event was ongoing for the high impedances. Intervention for the undesirable change in stimulation included reprogramming and the undesirable change was considered resolved. The stimulator had markedly improved the patient&#38112;pain.